Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient was 20/20 on postop day 1 and at the one week was -2.00, suspecting a myopic shift. The doctor is planning to reposition the lens.

Manufacturer narrative:
The lot number of the device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Event description:
The lens was repositioned on (B)(6) 2015.